Manufacturer narrative:
Concomitant medical products: 5554-45 lead, implanted: (B)(6)1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to oversensing. The lead was cut, capped, and replaced with a chronic pace/sense lead. No patient complications have been reported as a result of this event.